Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-04816. It was reported the is patient experienced ineffective therapy. Diagnostics indicated that the leads have multiple contacts with high impedance. It was noted that the patient sustained a fall just prior to the issue starting. As result, the patient may undergo surgical intervention on a later date. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported

Event description:
Additional information received indicates the patient¿s lead was explanted and replaced on (B)(6)2022 resolving the issue. It is unknown which lead was explanted and replaced so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.